Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 140 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.